Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with different device. No patient complications were reported.